Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: 4 primary filter legs had perforated the ivc wall. The patient suffers significant mental anguish and emotional distress in relation to this event. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to instruction for use potential adverse events includes vena cava perforation. Based on the very limited information provided for the investigation a likely cause could not be established. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
The following fields were updated per additional information received: a2, b5, b6, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) thrombus ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Report from CT (computed tomography): "lnfrarenal ivc filter. Several legs of this filter project outside of the contours of the ivc. There is intraluminal thrombus in the infrarenal ivc above the filter measuring up to 4.4 cm in length. The bulk of the filter is approximately 4.4 cm below the takeoff of the right renal vein. Thrombus is also noted within an just below the filter."

Event description:
Patient allegedly received a tulip filter on (B)(6) 2011 due to blood clots. Patient is alleging tilt, vena cava perforation, and embedment. The patient further alleges experiencing "physical pain, mental anguish, emotional distress and physical impairment in the past and these issues continue as [patient] fears that the filter may fracture, migrate, and perforate other organs and cause serious injury or death."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedment, tilt, pain, mental anguish, emotional distress, impairment, fear. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, mental anguish, emotional distress, impairment, and fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Investigation is still in progress.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2011". "On (B)(6) 2019, a CT scan that had been taken sometime earlier was reviewed by another radiologist. The initial report for the CT scan simply stated that there was an ivc filter present. The recent re-read resulted in a finding that all 4 of the primary anchoring legs had perforated through the ivc wall. [Pt] has suffered a significant current injury from the ivc filter in that the filter had damaged his ivc and fact the struts of the filter a protruding the ivc wall is at this time a source of significant mental anguish and emotional distress for the [pt]." Alleged "significant mental anguish and emotional distress for the [pt]." Hospital and medical records have been requested but not yet provided.